Event description:
Client has severe pressure area over her coccyx and sacral area and to the back of the left calf; *seat depth is 22" and seat width is 21"; *client measures 24"width and upper leg length of 18"; *longer seat depth increases sacral sitting and has an impact on pressure sore development; - especially as client was issued with a very basic castellated foam cushion which is not appropriate for a high risk client.; *clients sore on the back of her leg is also partly due to the seat depth as excess pressure over the calf is due to longer seat depth. Client developed grade 2 pressure sore over sacrum and left calf. Waterlow of 19 demonstrating client is high risk of skin break down and how inappropriate cushion supply had been. The tdx series is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in the (B)(6).